Event description:
Discordant advia centaur xp results for troponin ultra (tni ul) were obtained on multiple patients. Results were not reported to the physician. The samples were repeated and corrected results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. It was found that the cause of the discordant tni ul results was unknown. The fse proactively checked the acid and base dispense, verified the de-ionzer was operational, checked dark counts with and without cuvettes, replaced the acid and base bottles, primed fluid lines and ran qc successfully. The system is running within specification. No further evaluation of the device is necessary.